Event description:
N/a.

Manufacturer narrative:
Corrected sections:d1, d4, g2, h6(health clinical, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse suspected issue with the fiber optic assembly. The fse reported that customer was not interested to purchase the parts.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units dsp hardware error occurred during fiber optic module test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.